Event description:
A ventilator was returned to the manufacturer for service. There was no patient harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the device's navigational button was observed. The device's front panel/keypad led board was replaced to address the issue.